Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and drive anomaly. The customer¿s blood glucose level was 75 mg/dl. The customer that they received a motor error alarm. The customer reported that the drive support cap was flushed. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.